Event description:
It was reported that a user attempted to start a new libre 3+ sensor with the ilet system and experienced repeated pairing failures, after which the user removed the sensor, the pump battery was depleted, and the user reverted to multiple daily injections. Symptoms included none reported, with self-reported hyperglycemia up to 300 mg/dl. Outcomes included temporary interruption of automated insulin dosing and transition to subcutaneous insulin pens. Investigation included customer technical troubleshooting and user education. Investigation of this case revealed that the cgm could not be paired and no ilet alerts were generated during the event. It was concluded that the event was associated with a cgm pairing failure requiring a replacement sensor, with user-managed care and no clinical injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.